Manufacturer narrative:
Subject incident occured in foreign country.

Event description:
As reported to signature orthopaedics by distributor: "this morning one of our reps opened a 32 (s) ceramic femoral head with lot number 78560 but inside was a 28 (s) femoral head instead."